Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the event occur during one or multiple patient procedures? Multiple patients ¿ what is the total number of procedures? Three ¿ how many devices demonstrated the alleged deficiency in each procedure? One ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on patient ¿ can you identify the lot number of the product involved? 10ae0e ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Yes, I first told my rep from ethicon and they said I need to go thought the place I bought it from. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture needle fell off the suture. There is no injuries or adverse event reported. There is no sample to return it was provided to the ethicon rep. There were no patient consequences reported. Additional information was requested.